Manufacturer narrative:
B3: date of event - estimated as 45-days post implant.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 45 day follow up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient medication was switched from dual antiplatelet therapy (dapt) to an anticoagulation medication until the next follow up examination.